Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient had a major back surgery about 2 weeks ago that was unrelated to the device or therapy where hardware (screws, rods, etc.) Were added. It was reported that the surgery was due to having developed a lot of scar tissue. The patient turned stimulation off prior to the surgery. When stimulation was turned back on last week the patient received a severe shock so they turned stimulation off. During the call, it was reviewed how to turn stimulation down when stimulation was off, but it was not actually performed by the patient during the call as they wanted to wait until their spouse was home to help them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.